Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal had foreign matter before use. The following was reported by the initial reporter: "it was reported that needles are missing and there is a clear liquid. Verbatim: from phone call on (B)(6) 2021 00:17:02: pet owner reported, find clear liquid in barrel of syringe prior to injection. Stated, she did not use the syringe stated, she removed a shield prior to injection and needle was missing. Lot: 0160001 catalog: 328512 date of event: 2021-01-19, (needle missing) samples: yes cl. Received voicemail from consumer regarding needles missing and noticing clear liquid before injection. Cl"

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-02-09 investigation summary: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 0160001. Customer states that there is a clear liquid in the barrel. The returned syringe was tested and a small clear droplet of material came out of the cannula when fully depressing the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Maintenance dispatch (l2l) #107886 was created on (B)(6) 2020 for excessive silicon being put in the barrels.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal had foreign matter before use. The following was reported by the initial reporter: "it was reported that needles are missing and there is a clear liquid. Verbatim: from phone call on (B)(6) 2021 00:17:02: pet owner reported, find clear liquid in barrel of syringe prior to injection. Stated, she did not use the syringe stated, she removed a shield prior to injection and needle was missing. Lot: 0160001, catalog: 328512, date of event: (B)(6) 2021, (needle missing), samples: yes cl. Received voicemail from consumer regarding needles missing and noticing clear liquid before injection. Cl"